Manufacturer narrative:
Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, explant date, patient information and customer information are unknown since the serial number was unknown.

Event description:
It was reported that the pacemaker was explanted and replaced due to an unspecified malfunction. The patient condition was unknown.